Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the lancet protrudes beyond the end cap of the softclix device. No adverse event reported. Return of the suspect device was requested for evaluation.